Event description:
On 16-mar-2026, an arthrex subsidiary employee reported via email that an ar-1588rt-ib tightrope ii rt, reconstruction with internalbrace ligament augmentation repair experienced an issue during use. During an acl and collateral ligament reconstruction procedure on (B)(6) 2026, the knot holding the graft broke in two while the ligament was being advanced through the femoral tunnel. As the surgeon applied traction, the white sutures stopped sliding smoothly, and the graft stopped advancing. A decision was made to secure the graft using an ar-4030p-09 fastthread peek interference screw (9 x 30 mm). After confirming fixation and removing the button, the surgeon observed that the knot had broken. No additional anesthesia was administered. Additional information was received on 19-mar-2026: the procedure was delayed by 30-40 minutes. All detached fragments were retrieved from the patient. The case was completed and no adverse effects were reported.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.